Event description:
Customer reported the table won't move. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and repaired a loose connection. System operates as intended.